Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalised due to diabetes ketoacidosis and high blood glucose of 457 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past week and a half. Troubleshooting was performed. It was stated that the events leading to her admission was vomiting. Reviewed the alarm history and found battery error alarms. It was stated that the infusion set was not changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. It was stated that the daily totals and bolus history did not match. Advised the caller that a replacement of the insulin pump will be sent. No further information was provided.